Event description:
It was reported that a spectrum pump alarmed constant air-in-line in the post surgical care area. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant air-in-line alarms. Eval found the readings on the ultrasonic sensor to be below specification, caused by a failed upstream sensor. The failed upstream sensor was replaced.